Event description:
It was reported that a few weeks following the implant procedure, the patient experienced high and out of range pacing impedance measurements. Boston scientific technical services was contacted and recommended performing in-clinic isometrics and diagnostic imaging to verify a correct lead-to-device connection. Information has been requested regarding the specific device details and healthcare facility information, but has not yet been received. At this time, the system remains implanted and no adverse patient consequences were reported.